Event description:
We implanted crt-o on the (B)(6) 2011. Next day we interrogated the device, and randomized the patient. We found elevated ra pacing threshold (from 2 v, 0.4 v, 0.5 ms), and increased impedance (from 776 ohm to> 2000 ohm). Chest x ray showed no dislocation or any other problem with the la electrode. Ra pacing output was optimized. One day later patient was discharged. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).